Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer from (B)(6) of area not clean before starting pd (coded as peritoneal dialysis complication) and peritonitis in an approximately (B)(6) female patient, coincident with dianeal pd2 ultrabag and extraneal viaflex therapies. In (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag, 1.5%, (dose and frequency were not reported), dianeal pd2 ultrabag, 2.5%, (dose and frequency were not reported) and extraneal viaflex (start date not reported), (dose and frequency were not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the area was not clean before starting pd. On (B)(6) 2011, the patient was diagnosed with peritonitis, which did not require hospitalization. On (B)(6) 2011, the patient began remedial therapy with vancomycin 2gm, ip, once daily; ceftazidime (dose not reported), ip, once daily; and heparin 1000u, ip, three times daily. At the time of this report, all antibiotics were continuing. It was not reported whether dianeal pd2 or extraneal were ongoing. The outcome for the event of peritonitis was resolving. It was not reported whether the patient was retrained in aseptic technique, therefore, the outcome for the event of area not clean before starting pd was unknown. The root cause of the peritonitis was due to the area not being clean before starting pd therapy. The consumer reported the event of peritonitis was not related to the dianeal or extraneal therapies. A causality statement for the event of area not clean before starting pd therapy was not reported.